Event description:
The customer reported that the device was showing a red x despite the device passing opcheck. There is therefore a discrepancy between the ready for use indicator and the opcheck status. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.